Event description:
It was reported by the customer that a bd pyxis medbank system produced a burning smell, leading to the device being shut down. During device inspection, a field service engineer found that there was no thermal damage on the system. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d4, e3, g1, h2, h6. This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 24-sep-2022 to 23-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system faced a burning smell from cabinet. The field service engineer found that there was no thermal damage, and the electrical issues might be causing burning smell. Replaced the printed circuit board assembly, command and control interoperability board, and faulty universal serial bus connection to resolve the issue. The system functioned as intended after the field service engineer replaced the parts.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the electrical issues might be causing burning smell. A field service engineer replaced the printed circuit board assembly, command and control interoperability board to resolve and also replaced the communication sled because universal serial bus connection was damaged. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medbank system produced a burning smell. During device inspection, a field service engineer found that there was no thermal damage on the system. There were no adverse events or injuries reported based on this incident.